Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery procedure, when tried to close the load with the stapler, it was not possible to close the load completely. Another product was used in order to complete the case. No patient injury.